Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 6067696, medical device expiration date: 02/28/2018, device manufacture date: 03/07/2016. Medical device lot #: 6090869, medical device expiration date: 03/31/2018, device manufacture date: 03/30/2016. Medical device lot #: 6064968, medical device expiration date: 02/28/2018, device manufacture date: 03/04/2016. Results - 13 samples received from the customer. Confirmed for leakage in the tubing at the np end. This is a confirmed complaint, therefore a DHR is not required. Conclusion - CAPA (B)(4) has been initiated for documentation related to this issue of tubing leakage to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that on the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter had blood leakage where the tubing connected to the syringe. No injury or medical intervention was reported.